Event description:
The complainant reported that during the implant of the uretal stent in a female pt (age unk) the proximal loop of the stent fractured. The distal loop is located in the pt's bladder, while the proximal fractured end remains in the pt's kidney. The physician subsequently reported that there has been no pt intervention, as the device fragments pose no direct threat to the pt, and the pt is doing fine.

Manufacturer narrative:
A review of the device history record was performed and revealed no anomalies. In addition, a lot history search was performed and found no other complaints against lot number 7660991. The complainant reported that the device would no be returned for evaluation, as it has been implanted in the pt; consequently a failure analysis can not be performed and a root cause for the reported event can not be established. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.